Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 17 mg/dl. The customer was taken to the emergency room. The customer stated they determined the issue was the pump so they took it off and put her back on shots. The customer ended up being in hospital for 5 months. The customer also had spinal issues and had to have neck surgery. The customer was having trouble walking but she went to see her health care provider. The customer stated her doctor told her to call us to get a new pump.